Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Unk.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/13/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Additional information was requested, the following was obtained: can you identify the lot number of the product used? Unk it was reported that "the issue has reported but the details are unknown at this time". If possible, please provide additional details of the issue. A few days after the surgery, suture failure was confirmed. Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager) (B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture as used. It was reported a few days after the surgery, suture failure was confirmed. The issue has reported but the details are unknown at this time, so it is being confirmed. They were not control releases. No sample will be returned. There were no adverse consequences to the patient. Additional information was requested.